Manufacturer narrative:
H10: the key market responder reported that the hospital replaced the power cord to resolve the issue. The device is normal and returned to use.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator failed to start up. The issue was observed during inspection, prior to patient use. No patient or user harm reported.